Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the vad system and programming vad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report device remains implanted.

Event description:
A report was received that a patient was being assessed for possible cardiac recovery. The site decreased his vad speed in order to wean the patient from support. On (B)(6) 2017, the patient was noted to have had 30-40 low flow events over the weekend. The site was unable to confirm whether these events were associated with under perfusion. The patient was noted to have a low jugular vein pressure (jvp) at this time. After some discussion, a decision was made to increase the vad speed to 2400 rpm which was the patient's original baseline. A review of the patient's holter monitor revealed a low average heart rate and the patient's bisoprolol dose was decreased. On (B)(6) 2017 the site noted that since the vad's speed change, the patient's creatinine had improved and he was feeling better. He was noted to be warm peripherally, his jvp was +1 cm, he had no edema and his lungs were clear. In addition, the number of his low flow alarms had decreased dramatically. A transesophageal echocardiogram (tee) revealed a small 1 cm, mobile thrombus located from the distal end of the vad inflow cannula to its' external edge. At that time, the patient was taking aspirin and coumadin. His therapeutic international normalized ration (inr) was adjusted to 2.5-3.0 with plans to start the patient on clexane if his inr falls below 2.0. The site also plans to perform serial echocardiograms to assess for any changes to the thrombotic material. The site further reported that the patient's inr had been therapeutic over the last week.

Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis revealed 100 low flow alarms logged since (B)(4) 2017, confirming the reported event. Of note, it was reported that tte revealed a small thrombus 1cm from distal end of inflow cannula. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported event was the reported inflow cannula thrombus. Based on the available information clinical factors that may have contributed to the reported event include possible issues with the management of the patient's therapeutic anticoagulation and antiplatelet medications as well as the patient's past medical history and related comorbidities. In this particular case, the decrease of the patient's vad speed may have contributed to the event. Although the root cause of the reported event cannot be conclusively determined, there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received indicates that the patient began having low flow alarms on (B)(6) 2017. No further information has been provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.